Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device running on its own could not be duplicated. The drill passed all qip steps. Service and maintenance were completed on the device, and it was returned to the customer.